Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. Further information received from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. It is also alleged the patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B) (4) defib conductor fractured. Full lead returned and analyzed.